Event description:
The tip of the delivery system got stuck on the stent strut and became lodged, as the physician pulled back several times it became free. Another stent was deployed to cover the proximal end of the stent due to the stent elongating and pulling in half. No pt injury reported. Used in the popliteal artery, which is off label as its approved for use in the biliary tree.